Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator has been returned and evaluated by the failure analysis (fa) team. The unit was returned because the endoscope was flipping. Fa was not able to reproduce the reported complaint. The unit was tested on an in-house system with no related errors. The unit was also tested on a psc fixture test platform (pftp) with no errors.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the 30-degree endoscope plus was flipping on its own. The technical support engineer (tse) recommended the customer to reseat the scope and sterile adapter. The customer informed that they were going to continue for now and would try the recommendation when possible. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and it was observed that there was no visual damage. It happened several times throughout the case. The image was not inverted, and the endoscope did a 90-degree flip. The instrument looked upwards. The base of the endoscope was still attached. There was no other damage observed or no missing screws. The same scope was used to complete the procedure. There was a procedure delay of more than 30 minutes. There were no fragments that fell inside the patient. The endoscope is available to return for isi evaluation. There are no photographic videos/images for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. A follow-up MDR will be submitted if the endoscope is returned (post failure analysis evaluation) or if additional information is received. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The unit was programmed, calibrated and ready for use. Isi has received the usm however, failure analysis is still ongoing.